Event description:
It was reported that the bd sentry¿ safety lancet was found with an incorrect expiration date (incorrect expiration date on product beyond specified shelf life). The following information was provided by the initial reporter: wrong expiring date printed on product.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect expiration date as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone#: (B)(6). For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as high tech labs is an OEM manufacturing site. (B)(4).

Event description:
It was reported that the bd sentry¿ safety lancet was found with an incorrect expiration date (incorrect expiration date on product beyond specified shelf life). The following information was provided by the initial reporter: wrong expiring date printed on product.